Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported during fleet assessment that biomedical engineering cleans fluid ingress around the membrane frame. This was reported during an on site visit. No products available for investigation. There was no patient involvement.